Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report, and CAPA. No ncs nor capas were identified in veeva. There were several complaints identified against this lot: however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release. The device was not returned for evaluation. Without the benefit of analyzing the device, coloplast cannot comment on the condition of the device. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted.

Event description:
According to the available information, on (B)(6) 2024, a restorelle was implanted. There was single promontofixation. It was reported that following the procedure, the patient had been experiencing urinary leaks (with effort or not), and that it had gotten worse. The patient did not consult the physician, and date of resolution is unknown. The adverse event of stress urinary incontinence was assessed to be possibly related to the procedure.